Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the has catheter damage in the lap joint assembly (detached). The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft was separated. The 90% stenosed target lesion was located in a moderately tortuous left circumflex artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected for use. The physician performed a pre-dilation of the lesion with the balloon catheter. Then an opticross imaging catheter was inserted to view the lesion. The physician then deployed a non- bsc stent and perform intravascular ultrasound (ivus) again. However, as the physician inserted the opticross into the guiding catheter the blue changed to translucent part of the shaft was separated. The procedure was completed with the another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the shaft was separated. The 90% stenosed target lesion was located in a moderately tortuous left circumflex artery. During a percutaneous coronary intervention, an opticrossmaging catheter was selected for use. The physician performed a pre-dilation of the lesion with the balloon catheter. Then an opticross imaging catheter was inserted to view the lesion. The physician then deployed a non- bsc stent and perform intravascular ultrasound (ivus) again. However, as the physician inserted the opticross into the guiding catheter the blue changed to translucent part of the shaft was separated. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.